Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a severe lumbar stenosis with instability at l3-l4 and l4-l5. Patient presented to the office with worsening severe low back pain; was unable to stand upright as he had excruciating pain. Patient did have some bending films that showed listhesis on flexion. On (B)(6) 2012, patient underwent a bilateral posterior l4-l5 laminotomy, foraminotomy, and facetectomy and bilateral l3-l4 posterior lumbar laminotomy, foraminotomy, and medial facetectomy. Crescent cage, pedicle screws and rhbmp-2/acs were used. Imaging showed good position of cage, screw and plate construct. There were no complications reported. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2012: patient presented with following preop diagnosis: severe lumbar stenosis with instability at l3-4 and l4-5. Procedure: bilateral posterior l4-l5 laminotomy, foraminotomy, and facetectomy; bilaterai l3-l4 posterior lumbar faminotomy, foraminotomy, and medial facetectomy; left l4-l5 facetectomy; left l3-l4 facetectomy; posterior lumbar interbody fusion via transforaminal interbody fusion with a 10mm cage packed with iocai bone obtained during the decompression and rhbmp-2, l4-l5; posterior transforaminal interbody fusion with 10 millimeters cage packed with local bone and rhbmp-2, l3-l4; pedicle screw fixation with five 6.5 x 50 mm screws, 2 in l3, 2 in l4, 2 in l5 for instability posterofateraf arthrodesis in the lateral gutters bilateraiiy, l3-l5 with iocai bone obtained during the decompression, rhbmp-2, and bone putty; technical support for emg and screw stem with needles placed in the adductor iongus, vastus iateraifs, medial gastroc, and extensor haiiucis iongus in bilaterai lower extremities. Perop: prior to putting the peek cage in, the wound was irrigated again with copious amounts of bacitracin irrigation and the cage was packed -with a very sliver of rhbmp-2 surrounded by bone putty and focal bone obtained during the decompression. A small amount of bone was then packed into the disc space and the cage was then tapped in with no significant distraction was used to retract the transversing l4 nerve. Peek spacer was packed with a sliver of rhbmp-2 with local bone and bone putty surrounding it. Prior to putting the cage in, the disc space was irrigated again with copious amounts of bacitracin irrigation. Bilateral gutters packed with bone putty, rhbmp-2 and local bone obtained during the decompression.